Manufacturer narrative:
The field service engineer found that there was a leaking joint and sample probe and replaced them. The fse reportedly carried out many other service actions. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient on a cobas e 411 immunoassay analyzer. The initial troponin result was 26.93 pg/ml with a data flag. The first repeat result was 5.44 pg/ml and the second repeat result was 6.04 pg/ml. No questionable results were reported outside of the laboratory. The repeat result of 5.44 pg/ml was deemed correct. The reagent lot is 59638100. The expiration date was requested but not provided.